Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels of 30 mg/dl and also a high blood glucose of over 400 mg/dl and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer was treated for the low blood glucose with food. His current blood glucose level was 359 mg/dl. The customer did not allege that the insulin pump was over delivering. Troubleshooting was performed for low blood glucose and the customer was advised that the insulin pump and sensor were working as designed. The customer reported a threshold suspend alarm. The pump suspended with sensor glucose showing 180 mg/dl prior to the suspend and actual blood glucose during the suspend was 50 mg/dl. The customer also reported a high blood glucose of over 400 mg/dl; but, actual blood glucose at that time was 533 mg/dl. The sensor and the insulin pump will not be returned for analysis.